Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was met while inserting syringe needle through the cartridge septum and while filling cartridge, insulin was observed leaking from the cartridge septum. There was no reported adverse impact to customer's blood glucose.